Event description:
During preventative maintenance of the device, the user reported that the belt slipped. Since the event occurred during preventative maintenance, there was no pt involvement during this event.